Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please, confirm the product code of this device. Did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired?

Event description:
It was reported that during a vl partial colectomy procedure, the device fails and was impossible open it. It was consistently cleaned and still did not open properly. Other like device was opened. The surgical procedure ends without incident. There were no adverse consequences for the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Additional information: batch #m91p0z. The device was received with the electrode lifted at the welding points. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice." The lifted electrode prevented the instrument from fully cycling open or close. This is due the interference between the blade and electrode. There is insufficient evidence related to what caused the damage on the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.